Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Per the photos provided we can see that the tray is opened and the label on the lid stock has the rpn/lot number that match the report. The other photo shows the trocar sheath is punctured/damaged on the distal end. Our laboratory evaluation of the product said to be involved confirmed the report. All contents were returned in the tray except a portion of the trocar needle. The needle portion was not returned with the white catheter. A visual inspection of the white catheter identified damage to the distal end with a red/brown dried substance on the distal tip. It is possible the needle portion passed through the side wall near the distal end of the white catheter and broke the white portion during use. The length of the white catheter portion was measured and found to be within specification. It appears no portion of the catheter is missing. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed a portion of the white catheter has broken. The damage is consistent with the sheath being pierced by the needle. The report indicated "select the puncture point to prepare for puncture, find that the needle cannot pass through the sheath, and then find that the tip of the sheath has been deformed if it is damaged and cannot be used normally, then replace it with a new set of products." The IFU says "insert the needle and cannula unit through the skin incision and into the stomach." The needle and sheath should not be separated until the placed through the incision site, in addition the needle should not be used to puncture only advance through the incision site. Incorrect use of the needle is the most likely cause of this report. In addition, the IFU warns, "visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the needle and sheath were separated prior to being placed through the incision site, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During feeding tube placement , the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported [that] sheath tip [was broken]. The user opened the package, operated normally, and selected the puncture point to prepare for puncture but found the needle cannot pass through the sheath. The tip of the sheath has been deformed and cannot be used normally. Device with replaced with a new set of products. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.